Event description:
When placing and manipulating the lv lead using the wire, the blue coating detached and pushed together. Only with great force and using a clamp the wire could be pulled out of the lead.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
When placing and manipulating the lv lead using the wire, the blue coating detached and pushed together. Only with great force and using a clamp the wire could be pulled out of the lead.

Manufacturer narrative:
Complaint investigation form attached to this report.